Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73c2000422. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the use of the stapler 528235, we faced the following issue: the staples were not closing. Clinical consequences: waste of time and waste of device.